Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced infusion set cannula fracture event on (B)(6) 2025. The patient had pain and bleeding at the site of insertion. The infusion set was in use for less than one day. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag the trips and alerts according to the omqr procedure.